Manufacturer narrative:
Following follow-up with the reporter and review of the complaint record, including correction of the original complaint coding and/or reporting as applicable, the complaint was reassessed against established reportability criteria and determined to be not reportable. The previous reportable determination was attributable to inaccurate or incomplete information that has since been corrected. No additional reportability actions are required. This report is closed.

Event description:
It was reported the screwdriver was twisted and broken at the weld to the bolt. The procedure was delayed for thirty (30) minutes.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11: additional narrative: d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available.